Manufacturer narrative:
Device evaluation: a manufacture representative inspected the system onsite. The cp2 was replaced and the issue resolved. A full system checkout was performed after part replacement and all tests passed. The cp2 will not return for evaluation per the customer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system was not booting up. The generator bar on the pendant would not stop scrolling. It was observed there was no link between the paxscan and the detector. There was no patient present when this issue was observed.